Manufacturer narrative:
The lal is still implanted in the eye. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), +19.0d) was originally implanted backwards in the eye, but was not detected until the 2nd light treatment. The surgeon flipped the lens to the correct orientation without complications on (B)(6) 2023. Rxsight's first awareness of this event was on (B)(6) 2023.